Manufacturer narrative:
Per good faith effort (gfe) response, the customer stated he was receiving the battery to replace and resolve the reported issue. However, further gfe were made to obtain information on the repair, and operational status with no response from the reporter and therefore cannot be determined. This file is closed and can be reopened if new information becomes available.

Event description:
The customer called into technical support (ts) reporting that the battery has zero volts and unit will not charge it. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse advised caller to replace the battery and troubleshoot further as the pm pcb or power supply may be faulty. Further information is pending.